Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings:the keypad cover was intact with no evidence of physical damage. All keypad buttons were unresponsive. The keypad cover was removed and contamination was found under all button contacts. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed the keypad buttons were unresponsive associated with contamination under the button contacts. This report is made based on results of investigation completed on 11/19/2015.